Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal to iliac vein using a lightning aspiration tubing (lightning) and indigo system cat12 aspiration catheter (cat12). During the procedure, the physician completed two passes using the cat12. Subsequently, the lightning tubing was not aspirating, and it was also reported that it sounded like there was a hole in the lightning tubing. Therefore, the lightning tubing was removed. The procedure was completed using a new lightning tubing from a new lightning kit. There was no report of an adverse effect to the patient.